Manufacturer narrative:
The returned implant was examined. The device was disassembled. Further testing did not reveal any deformation to cause the disassembly. Retention feature failures of this nature have previously been attributed to clinicians overturning the impaction knob, loosening the implant from the peek cartridge. These failures have also previously been attributed to increased forces experienced by the implant from surrounding tissues due to clinicians performing lateral/rotational movement while inserting into the disk space, incorrect sizing of the implant, inadequate distraction, and/or inadequate preparation of the of the disc space. However, since the cartridge screw was not returned, and without intra-op images, the exact cause cannot be conclusively determined.

Event description:
It was reported that the mobi-c implant disassembled during surgery, while impacting the device into the final location. The surgeon chose to switch to fusion and no further patient impact was reported.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was not returned yet, no evaluation could be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still in progress.

Event description:
Mobi-c p&f us: disassembled during impaction. As reported by sales rep ((B)(4)), upon impaction 15x15x17 implant came apart. Replaced with a 15x15x6 implant which dr. Said was flimsy on inserter. Ultimately, chose to fuse. Additional information was requested. Investigation ongoing.